Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was a lead fracture. The outcome was resolved without sequelae. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. Surgical observation showed a lead fracture. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). During a scheduled generator replacement it was noticed that one lead had fractured. Relevant medical history included: non-malignant pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the exact cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.